Manufacturer narrative:
Reportable malfunction with inomax dsir plus ds20160245 was documented and investigated under (B)(4). The device was returned to a regional service center (rsc) for evaluation. A review of the device's service log revealed that a low no alarm occurred in conjunction with zero flow measured by the connected injector module (im). Testing of the returned device did not reproduce the low no alarm observed in the device's service log. Further inspection of the returned device identified that pin 6 of the dsir plus head's im cable receptacle were damaged. The root cause for the low no alarm was due to the damaged im cable receptacle pins. As a result, the device's im cable receptacle was replaced. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
On (B)(6) 2019, a customer from the us called to report physical damage to the injector module (im) receptacle with inomax dsir plus ds20160245. Inomax dsir plus ds20160245 was removed from service and returned to the company for service evaluation. On 16-dec-2019, an internal employee performed a service order review for inomax dsir plus ds20160245 and discovered a damage im receptacle pin 6 and a low no alarm with 0 im flow in the service log. This finding meets the criteria of a reportable malfunction.